Event description:
During routine testing of the device at the service center, the user reported the central processing unit fan failed to operate. No other details regarding the nature of the event were provided. The monitor was originally returned for a touch screen failure. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.